Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter, the hospital technician felt friction as the ruby coil was being pushed out of its introducer sheath. The physician then decided to withdraw the ruby coil and successfully completed the procedure using new penumbra coil 400 coils. There was no report of an adverse effect to the patient.